Event description:
The ilt safe-cross rf wire was used in an attempt to cross a total occlusion of the proximal left iliac artery near the bifurcation of the internal and external iliac arteries in order to enable percutaneous therapeutic treatment with other devices. A contralateral approach was used to access the lesion. A 6f sheath was placed flush with the proximal cap of the lesion. The physician was introducing the 0.018" safe-cross wiere into the pt when the optical signal was lost. The physician removed the wire and discovered that the distal 4 inches remained in the pt. A microvena snare was used to retrieve the distal portion of the wire, which appeared to be kinked in several places. A second 0.018" safe-cross rf wire was used and the case was successfully completed. There was no concern about adverse sequelae as a result of the wire tip separation on the first wire.